Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of incorrect caop color was not observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e 5.4mg plus blood collection tubes had shield/cap stopper that is a different color/shade or faded. This event occurred 11 times. The following information was provided by the initial reporter: translated to english. The customer stated there were "eight tubes with mixed orange+ yellow closure instead of orange only. The clinic didn¿t notice the yellow color, only after the tubes got to the lab it was noticed (when sorted by closure color.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) k2e 5.4mg plus blood collection tubes had shield/cap stopper that is a different color/shade or faded. This event occurred 11 times. The following information was provided by the initial reporter: translated to english. The customer stated there were "eight tubes with mixed orange, yellow closure instead of orange only. The clinic didn't notice the yellow color, only after the tubes got to the lab it was noticed (when sorted by closure color."